Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4) - no known consequences or impact to the patient; torn material. Evaluation conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found a haptic was torn, the lens was returned dry and there was evidence of clear surgical residue. Medical review - review of the file indicates that the surgeon implanted the lens in accordance wit the dfu requirments and noted excessive vaulting within 6 months after implantation. No significant signs/symptons were associated with the excessive vault. The lens was removed and was exchanged for a smaller lens length with a similar diopter. This resolved the problem. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
The customer reported that the haptic of the aa4203tl silicone single piece lens tore during insertion. The lens was removed and discarded due to the patient's pre-existing condition.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Per medical review - reportedly, intraoperative lens exchange was performed to address torn haptic noted during insertion. Damaged iol was removed without incision enlargement and discarded due to patient pre-existing condition (positive (B)(6) status). Another lens of a different model was successfully implanted. No reported post-operative sequelae. According to the report from the facility, dated 8/8/2014, there was no product malfunction noted. Based on the complaint history, work order search, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Device history review - device history record review found associated source lots were manufactured within established parameters and limits. Work order search - no additional similar complaint type events found within associated lots. This is a resubmission to correct the MFR#. The MFR number was reported incorrectly in supplemental MDR#2 (MFR# 2023836-2014-00676). Claim# (B)(4).